Manufacturer narrative:
As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was no patient injury or medical intervention reported. No additional information is available.